Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported implant was causing them extreme pain that affected her walking and sleeping. The patient noted when she was at her healthcare professional¿s (hcp) office and was able to speak with the manufacture representative (rep) she requested for it to be checked as she felt something was wrong with it, but the rep did not follow her request. The patient received a call from the rep on (B)(6) and the patient did not want to speak with her as she was in extreme pain. The rep called back again and spoke to the patient¿s husband and asked questions she felt the rep should not have asked. The patient would speak with her hcp about that and was requesting the rep not handle their case if they needed a new implant. There were no further complications that have been reported as a result of this event.